Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken battery tube threads, scratched screen, cracked reservoir tube lip, loose drive support disk, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has cracks in the battery compartment and the battery cap was damaged. The drive support cap did not appear to be damaged. No further information was provided.